Event description:
Caller reported that the pump screen unexpectedly went blank and the led was not blinking. There was no adverse impact to the customer's blood glucose level. Customer had to plug the pump into a power source to turn it back on, but the battery capacity was greater than 20% when it resumed functioning. Technical support educated the customer on necessary actions such as resetting insulin on board and max hourly bolus, restarting cgm sessions manually, and reloading the cartridge upon pump reset or shutdown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.